Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: review of the black box data revealed record of two call service 012 alarms. On investigation, the pump performed the ez-prime steps without call service alarm occurring. The pump was exercised for 24 hours without call service alarm occurring. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination inside the pump. Investigation did not duplicate the call service alarm issue and the pump was found to be operating within the required specifications without malfunction. (B)(4).